Event description:
It was reported that the pt suffered from severe facial nerve stimulation and painful sensations during stimulation. It is assumed that the implant is working properly. Testing was unremarkable. The patient was explanted in 2009.

Manufacturer narrative:
The device has been explanted and returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.